Event description:
Ot/pt attempting to lift patient with manual hoyer lift and staff dialed the button to lower her slightly and the hoyer lift lowered her just above the floor, but she did not touch the floor. Three staff were assisting and a fourth came to assist and support patient. The patient was not injured, but was startled. Staff offered reassurance and comfort as did her mother.healthcare professional's impression: hoyer lift is sequestered in medequip room. Hoyer lift is a 3 month old device. The hoyer lift drops lower the patient 2-3 seconds vs the 5 seconds on our alternate lift.additional information obtained from the site: hospital believes this lift releases the hydraulic pressure quicker than the competitors'. Alternate lift (invacare reliant 450 tag 123684).